Manufacturer narrative:
Manufacturer's investigation conclusion: the reported break in sterility could not be confirmed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 5, "surgical procedures", notes to use care when unpacking items, as several must be placed in the sterile fields. This section also provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray. The user is also instructed to remove all the sterile components from the accessories tray and place in the sterile work area. In addition, section 5 warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate 3 pump and modular cable had sterility broken during pump prep. The perfusionist priming the pump accidently cut their glove while preparing steri-strips, and the hole in their glove tip was not noticed until after they had already opened and touched both the pump and modular cable. There was no patient compromise. It was used as a demonstration pump and modular cable for the site moving forward. The outflow graft will be returned to the shelf as it maintained sterility.